Manufacturer narrative:
The technician determined that the right intermediate siderail buttons were stuck, causing the unintentional movement. The technician cleaned the buttons, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head section has unintentional movement in the downward direction. No injuries were reported.